Event description:
Pt with history of IV drug abuse, hepatitis and hypercoaguability was reoperated after examinations showed a leaflet not closing fully. At reoperation, a small thrombus was found in a hinge that was easily removed. The valve was replaced with another make valve.

Manufacturer narrative:
Valve was clean of thrombus when rec'd and met all mfg specifications.